Event description:
It was reported that patient underwent a hip trauma procedure on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2013 due to a non-healing fracture. The screws had cut out of the patient's femoral head due to soft bone. The screws and nail were removed and replaced with hip implants.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "inadequate healing". Number 3 states, "loosening or migration of implant." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00705 / 00706).